Event description:
Refrence number (B)(4). Event occured in germany. It was reported that the patient experienced an adhesive malfunction, with the adhesive dressing detaches during the use. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.